Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was confirmed and replicated. The usm was tested on an in-house system in normal mode without any errors. The usm also failed the sensors check, yaw, and sine cycle test with 23008 error pointing to the yaw. No contamination was found during inspection. As a fix, the yaw searchlight assembly, motor module, and harmonic drive will be replaced. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, multiple errors 307 and 40084 were found. Arm 2 had to be disabled and the procedure was completed with three arms. The customer and the csr reported that the system was checked and all led¿s were solid blue prior to starting the procedure. No issues were noted. The patient was under anesthesia when the issue occurred and ports were placed and the instruments were in use. The procedure was completed as planned with no reported injury with a procedure delay of approximately 1 hour.

Manufacturer narrative:
Based on the claim against the product by the customer noting multiple errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm to resolve the issue. All the work was completed on fso (B)(4) captured on related pr (B)(4).the system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.